Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The device did not cause or contribute to the event.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Implant date - approximately 20 years ago. Concomitant medical products: kne-nexgen-bearings-unk; p/n: unk, l/n: unk, kne-nexgen-femorals-unk; p/n: unk, l/n: unk, kne-nexgen-tibial trays-unk; p/n: unk, l/n: unk, kne-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01161, 0001822565 - 2020 - 01168, 0001822565 - 2020 - 01169 . Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision has been planned for unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.